Event description:
Hematologist dr. (B)(6) called me yesterday regarding poorer quality of the bone marrow needles over longer time. He has been using our needles for at least 15 years, and only us, 150-200 needles per year.(dbmnj0806 mostly). In a national study a while ago, ålesund received the highest score on biopsy quality. They measured length thickness, and the pathologist's description among other things. Now they must use more force to get through the marrow. Unison from 5 doctors, including himself. A female doctor is no longer able to take biopsies due to lack of power. She blames her age a bit, but that can´t be the explanation. 2. The pathologists describe the biopsy as more compressed than before. This causes fractures in the material and the diagnosis is made more difficult. (B)(6); he will compare today needles with older needles produced in 2018 and 2019 we hope to get closer to the problem in this way. I will return some needle and some old needle to compare after the meeting april21.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Hematologist dr. (B)(6) called me yesterday regarding poorer quality of the bone marrow needles over longer time. He has been using our needles for at least 15 years, and only us, 150-200 needles per year.(dbmnj0806 mostly). In a national study a while ago, ålesund received the highest score on biopsy quality. They measured length thickness, and the pathologist's description among other things. Now they must use more force to get through the marrow. Unison from 5 doctors, including himself. A female doctor is no longer able to take biopsies due to lack of power. She blames her age a bit, but that can´t be the explanation. 2. The pathologists describe the biopsy as more compressed than before. This causes fractures in the material and the diagnosis is made more difficult. April 21th; he will compare today needles with older needles produced in 2018 and 2019 we hope to get closer to the problem in this way. I will return some needle and some old needle to compare after the meeting april21.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Manufacturer narrative:
A review of the batch records confirmed that the product was manufactured according to specification and no deviations or anomalies were found. One opened and seven unopened devices were returned for evaluation. Visual inspection found no damage to the products. The opened device was analyzed found to be within argon specification. The seven unopened devices were opened and also found to be within argon specifications. Test samples were taken and found to be acceptable. Since the alleged issue could not be duplicated, no further evaluation was needed. The complaint mode could not be duplicated during testing, and no manufacturing defects were identified during testing. As such, no further root cause analysis and corrective action is required at this time.

Event description:
Hematologist dr. Brudevold called me yesterday regarding poorer quality of the bone marrow needles over longer time. He has been using our needles for at least 15 years, and only us, 150-200 needles per year.(dbmnj0806 mostly). In a national study a while ago, ålesund received the highest score on biopsy quality. They measured length thickness, and the pathologist's description among other things. Now they must use more force to get through the marrow. Unison from 5 doctors, including himself. A female doctor is no longer able to take biopsies due to lack of power. She blames her age a bit, but that can´t be the explanation. 2. The pathologists describe the biopsy as more compressed than before. This causes fractures in the material and the diagnosis is made more difficult. April 21th; he will compare today needles with older needles produced in 2018 and 2019 we hope to get closer to the problem in this way. I will return some needle and some old needle to compare after the meeting april21.